Event description:
It was reported to philips healthcare that the heartstart mrx periodically chirps after passing opcheck. The battery was removed and the chirping stopped. There was not pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.